Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over three (3) years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, olympus presumed the cause of the light guide connection detection function failure occurred due to a failure of the scope socket. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the video system center had a light guide connection detection function failure. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.